Event description:
It was reported that the patient presented in clinic in (B)(6) 2017 for follow-up. It was observed that the right atrial lead was dislodged and exhibited loss of sensing; it was suspected the lead likely dislodged as a result of lead extraction in (B)(6). The loss of atrial sensing had an effect on bi-ventricular pacing causing an increase in heart failure symptoms. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and was in stable condition post procedure.